Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Investigation summary: examination of the returned device revealed breakage. The device is not cracked as reported. A complaint database search on the provided product code family identified similar complaints. This type of damage is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. A CAPA has been initiated and determined that the likely root cause was related to misuse. Complaint trends will be monitored by post market surveillance. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the insert trial was cracked during trailing. All pieces retrieved.